Manufacturer narrative:
Section b2: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined through this evaluation. Furthermore, a specific cause for the patient's driveline infection and bacteremia could not conclusively be established through this evaluation. (B)(6) was not explanted for evaluation. The hm ii lvas instructions for use (IFU) lists infection, sepsis, stroke, bleeding, and death as adverse events that may be associated with the use of the hm ii lvas. Multiple types of organ failure, including renal failure, are also listed as adverse events in this IFU. Information regarding the recommended anticoagulation therapy and inr range is provided in this document, as well as considerations for when there is a risk of bleeding. Furthermore, this IFU, as well as the hm ii lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported the patient expired due to sepsis and stroke. On (B)(6) 2019 the patient was admitted. Drive line infection was diagnosed on (B)(6) 2019 growing serratia. Bacteremia was diagnosed (B)(6) 2019 growing (B)(6) and (B)(6). Patient was given infusions of daptomycin, fluconazole, levaquin, and flagyl. On (B)(6) 2019, the patient experienced thromboembolic stroke with hemorrhagic conversion on (B)(6) 2019. It was presumed left ventricular assist system (lvas) infection leading to thromboembolic bilateral middle cerebral artery (mca) territory cerebrovascular accident (cva). The patient experienced residual weakness and aphasia. Patient developed seizures which was treated with therapy and antiepileptics. Eventual renal failure and multisystem organ dysfunction occurred prior to expiration. No additional information was provided.